Event description:
It was reported that the right atrial and ventricular leads had low impedance, oversensing and may be fractured. The rv lead also exhibited undersensing. Both leads were extracted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) inner insulation breached due to metal ion oxidation (mio); full lead in segments was returned and analyzed. Blood/body fluid in/on all conductors (not obstructed) and helix mechanism. Outer insulation kinked/buckled and melted. Inner insulation pulled apart (overstress). Cosmetic metal ion oxidation/environmental stress cracking on all insulators. Outer insulation partially or fully covering electrode tip. Cosmetic depression on outer insulation. Also lead is stretched. (B)(4) inner insulation breached mio; full lead in segments was returned and analyzed. Cosmetic metal ion oxidation/environmental stress cracking on outer insulation. Outer insulation is breached cut. Blood/body fluid in/on helix mechanism.